Event description:
Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, a triclip procedure was performed for severe tricuspid regurgitation (tr). An xtw triclip was implanted, reducing the regurgitation to moderate. There was no device malfunction reported. On (B)(6) 2023, a single leaflet device attachment (slda) was noted with severe tr. On (B)(6) 2023, the patient presented to an outpatient clinic with newly resurfaced shortness of breath and lower extremity edema. Imaging was performed. Severe tr along with the one slda remained. There was no treatment and no hospitalization. On (B)(6) 2024, the patient was admitted to the hospital with shortness of breath, dyspnea on exertion, and severe tr. Coronary artery disease (cad) with an occluded coronary artery bypass graft (CABG) was also noted. Medications were provided. Per physician, the cad with occluded CABG is not related to the triclip device. That day, on (B)(6) 2024, a tricuspid valve replacement was performed, treating the slda. The event resolved without sequela.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr is a cascading event of the reported slda. The reported dyspnea and edema are cascading events of the reported recurrent tr. The reported patient effects of tricuspid regurgitation, dyspnea, and edema, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization, surgical intervention, and medication administered were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.